Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary bilateral total knee replacement on (B)(6) 2020 where attune ps rp components were utilized . Patient reported recovering well until they sustained a fall. At the time of the fall, the right knee was injured. A quads mechanism tear was experienced but was not initially diagnosed. Patient has presented with ongoing pain of the right knee. X rays indicate that the patella has lowered. On opening the knee, the tear was evident and the extensor mechanism appeared thin and loose. The knee was checked - all components were well fixed, but the knee was loose through the range of motion, the healthcare professional elected to upsize the poly bearing from a 7mm to a 10mm - gaining additional stability. The quads tear was repaired and augmented by utilizing a lars ligament.